Event description:
The reporter contacted lifescan on behalf of the pt alleging that their one touch profile meter would not power on. The medical affairs specialist spoke with the pt to obtain additional information. The pt reported that the meter had stopped powering on more than a month ago. They had maintained their set glyburide, glyset, and novolin regimens throughout the time of concern. Two weeks prior to calling lfs, the pt started developing headaches and blurry vision. No attempts had been made to test their blood glucose level during the time of concern. Family member had taken pt to an urgent care facility due to their symptoms. A result of 300 mg/dl was obtained on the facilities meter. No treatment was received; however, the pt was asked to see an ophthalmologist the following day due to diabetic macular edema. The pt did not allege harm. There is no indication that the product contributed to the injury or medical intervention, as the pt had not attempted to test throughout the time of concern. The customer care representative verified that the batteries were correctly installed, the battery contacts were in good condition, and the batteries had been replaced less then 1 year ago. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.